Event description:
It was reported that the device had a palpable dent in the can after the patient was involved in an auto accident. The patient complained of clicking sounds coming from the device which occurred at random times. Attempts to obtain additional information from the clinic did not yield any results. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: icf09b52 lead, implanted (B)(6) 2004. (B)(4).